Event description:
This complaint has been initiated to cover secondly reported failure as another patient was involved. Reference complaint onetrack # (B)(4), it was reported that the dilator (introducer) of 25 french hls cannula was cracked during insert. No harm to any person has been reported. Since the failure occurred during insert, and there is a potential for harm that vein might had damaged, the complaint is reportable. Complaint # (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.